Event description:
The patient called saying that his insulin on board (iob) began to count down after he suspended his pump and that it was not counting down prior to the pump being suspended. He says his iob duration is four hours and his last bolus dose was more than four hours prior and his insulin on board reading was still 9.58 units. He says that since four hours had already passed the pump should be showing 0 units of insulin on board. The patient mentioned that he experienced a low blood glucose level of 59 mg/dl with symptoms of shakiness but he insisted that it was not caused by the pump. He reported that the date and time were correct and the basal settings were correct. He says his blood glucose level goes low sometimes when he showers and reported that he took a hot shower prior to this reported episode. The pump did not cause or contribute to the patient's symptoms because the pump settings were confirmed as correct and an inaccurately high iob amount is not likely to cause a low blood glucose level. This complaint is being reported because, the patient alleged that the iob amount was inaccurate on the pump.

Manufacturer narrative:
(B)(4): no defects were found with the iob calculation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.